Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer noted a broken wire on the large hem-o-lok clip applier instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal end. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks, but engineering found some contamination. Other cables at wrist were not damaged. Additional observation not reported by site was contaminated clamping pulleys and chip. Multiple clamping pulleys exhibited contamination around the groves and the screws. Rti chip exhibited white debris found on all the four pins. Engineering concluded that damage was likely due to improper cleaning. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.